Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger and lens have been advanced to the fill line. The plunger is at the optic edge. The trailing haptic is in the optic fold. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The lens was returned stuck in the nozzle of the device. The lens has not been implanted. The leading haptic is broken. The root cause for the lens being stuck in the device appears to be related to a failure to follow the directions for use (dfu). There is inadequate viscoelastic observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during a cataract extraction with intraocular lens (iol) implant surgery, the iol was blocked and the haptic broke while injecting the iol into the eye. The incision had to be widened and the implant was removed. A new lens was inserted to complete the case. The patient experienced iridodialysis. Additional information has been requested.